Event description:
During a pci treatment procedure, the maverick2 monorail balloon ruptured at six atms on the first inflation. The lesion being treated was a 99% stenotic lesion in the left anterior descending coronary artery. The physician used a 7 fr heartrail guide catheter and a .014" whisper acs guide wire to cross the lesion. The maverick2 monorail balloon was removed and the procedure was completed. No pt injuries or complications were reported. Pt status is reported as 'good.'